Event description:
Cine camera fell from mount striking patient's right forearm. The patient suffered no further untoward effects. An x-ray of the patient's right forearm was negative. Safety cable slipped from mount flange and failed to prevent camera from falling. Siemens field service report attacheddevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, material degradation/deterioration, other. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.